Event description:
The surgeon revised the tibial components of a total knee replacement due to the pt experiencing shin (tibial) pain.

Manufacturer narrative:
The surgeon found the components well fixed. He revised the knee with a cone and longer stem.